Manufacturer narrative:
Patient movement observed is the cause of the reported capsular tear. No further clinical follow up.

Event description:
On 07/02/2024, while was onsite, dr. (B)(6) reported there was an anterior capsular tear, and the inferior nub was missing during procedure ID # (B)(4).